Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the customer replace the touchscreen. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the unit failed touchscreen calibration. There was no patient involvement. The event date was not specified; estimate used.